Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization for an endoleak repair in the inferior mesenteric artery (ima) using ruby coils. During the procedure, after advancing and deploying a ruby coil into the aneurysm through a lantern delivery microcatheter (lantern), the physician was unable to detach the ruby coil using a ruby coil detachment handle (handle); therefore the ruby coil was removed. It was reported that there was significant friction in the system due to coming from the superior mesenteric artery (sma) around to the ima and having to deliver the ruby coil. Subsequently, the physician was able to deploy and detach a new ruby coil into the aneurysm using the same handle without issue. The procedure was completed using additional ruby coils and pod packing coils with the same lantern and handle. There was no report of an adverse effect to the patient.